Event description:
Correction: the reported device is not marketed in USA, and no similar devices are marketed in USA. A medwatch report form is therefore not required.

Manufacturer narrative:
Correction: the reported device is not marketed in USA, and no similar devices are marketed in USA. A medwatch report form is therefore not required. Please invalidate this case from your system. (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta taper lnr ii/36 6 on an unknown side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to biolox liner breakage and metallosis. Due to liner explantation procedure and washing out of ceramic particles during the liner exchange the revision surgery took more than 30 minutes.